Event description:
It was observed that during the device evaluation, the product exhibited insertion tube was dented, a chip of the light guide fiber bundle in the distal end, image flare occurred, and an image defect. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure in the charged coupled device (r-unit), component failure of the distal end, component failure in the attached to the tip of the lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.